Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a robotic resection of abdominal mass, when removing the specimen, a piece of plastic fell off from the device and was removed via applicator. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one photograph of device. The specimen pouch was intact. The specimen pouch was cut past the serrated side, on the side attached to the metal ring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. However, a probable cause could be that the specimen pouch interacted with a sharp object. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.